Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a33. The customer reported no adverse event. The event involved product(s) mmt-723nap.troubleshooting was performed for the event. Customer reported receiving an a33 alarm. No harm requiring medical intervention was reported. Mmt-723nap was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the displacement test and rewind test. However, unit received with a33 alarm during the basic occlusion test. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to loose/protruded support disk. Pump history download using thds was successful. However, there is no data available on ( 29-jul-2024), unable to perform data analysis for no a33 alarm complaint. The following were noted during visual inspection: cracked belt clip slot, missing end cap sticker, stained address/serial number label and broken reservoir tube lip. The pump was received with 50% of reservoir tube lip broken off, however the test infusion set and reservoir did lock properly into place. In conclusion, unit received with a33 alarm and loose drive support disk was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.